Event description:
The pt was to have the ureteral stent changed. Upon removal of the 2000 inserted ureteral stent it had a lot of calculus around it and the stent had adhered to the ureteral wall. The stent apparently broke and some was left in the pt. The physician was unable to successfully pass a new stent due to the remains of the old stent.